Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/8/2021 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received five units. During the visual examination, it was observed that the units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that at least 7 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: material #: 383532 batch/ lot #: 0336520 nurse found that there was no white clamp on the device. Device was removed. No harm to the patient. We have at least 7 packages of this lot that are affected. Nurse found that there was no white clamp on the device. Device was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 7 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: material #: 383532, batch/ lot #: 0336520. Nurse found that there was no white clamp on the device. Device was removed. No harm to the patient. We have at least 7 packages of this lot that are affected. Nurse found that there was no white clamp on the device. Device was removed.